Event description:
It was reported that the cuff would not inflate. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. The user facility reported to the FDA, medwatch uf # (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed, root cause could not be determined, and no corrective action was performed.